Event description:
The pt was revised because of poly wear of the inserts on both knee with instability and fluid.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the info provided, as the part and lot numbers required to review the device history records was not provided. Provided info states a bilateral pt was revised due to instability and fluid. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.